Event description:
Cutting balloon inflated and used without difficulty. Unable to deflate balloon and remove device from artery after several attempts. Eventually, the balloon broke off the catheter. Patient taken to surgery and balloon removed. No patient harm, but did require additional surgery to remove remaining parts of catheter.